Manufacturer narrative:
Concomitant medical products: product ID: 4798 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing threshold had increased over the past month to a high pacing threshold and the values had leveled out at the recent device check. Chronically low r-waves were also noted. The rv lead remains in use. No patient complications have been reported as a result of this event.